Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed a type ii endoleak with an enlarging sac. The branches surrounding that area were coiled with multiple 3-4 mm coils. The event resolved and the patient recovered. Additional information was received that the endoleak type is undetermined and the patient continues to have a faint endoleak and enlargement of the aneurysm sac. The graft appears patent with good flow in both iliac limbs. There is no evidence of perigraft flow noted on this exam but the flow has increased when compared to the previous study. The investigator assessment states that the event is not related to the procedure, but is related to the device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Conclusions: endoleak. Unknown cause of endoleak.

Event description:
Additional information was received as follows: the investigator assessed the event as related to the study procedure and not related to the study device.